Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 1996, (B)(6) 2005 the patient presented with chief complaint of low back and left leg pain. Assessment: spondylolysis as well as spina bifida occulta which is probably congenital abnormalities. Also strained her back and has sciatica on left side. Possible this is related to herniated disc. (B)(6) 2005 the patient presented for an office visit with chief complaint of low back pain and pain radiating down into the left leg. Assessment: l4-5 disc protrusion or herniation at l5-s1 spondylolisthesis. (B)(6) 2007, (B)(6) 2008 the patient presented with disc herniation at l4-5 and l5-s1 with an l5-4-s1 spondylolisthesis. She has facet arthropathy at both levels. Had progressively increasing pain for some time which has been getting worse. The pain had gotten so bad in her back and down both legs. The patient was admitted for intractable back pain, radicular leg pain, degenerative disc disease, paresthesias and weakness in ankle dorsiflexion bilaterally. MRI scan which showed increasing stenosis at both levels associated with disc herniation at l4-5 adnl5-s1. (B)(6) 2007 the patient presented with lower back pain and leg pain. Assessment: has spondylolisthesis at :l5-s1 with pars defects at l5. At l4-5 she has facet hypotrophy as well as paracentral disc protrusion with degenerative disc signal changes. (B)(6) 2008 the patient underwent x-ray of lumbar spine 2/3 views. The patient underwent MRI of lumbar spine w<(>&<)> w/o contrast. (B)(6) 2008 the patient MRI of the lumbar spine with and without contrast. Impression: 1. Unilateral pars intra-articularis defect on the left at l5 with minimal grade I anterior spondylolisthesis l5 on sl. 2. Left posterior focal disc extrusion at l4-l5 and right posterior focal disc extrusion at l5-s1. The l4-5 disc compromises the left l5 nerve root in the disc extrusion compromises the rights s1nerve root within the lateral recess. (B)(6) 2008 the patient underwent chest x-ray 1 view. (B)(6) 2008 the patient underwent x-ray of lumbar spine 2/3 views. (B)(6) 2008. The patient was hospitalized due to lower back pain. Patient discharged on (B)(6) 2008. Assessment: post-op low back pain. The patient underwent MRI of lumbar spine w and w/o contrast. Impression: a more superficial fluid collection is present posterior to the paraspinal musculature within the subcutaneous fat. This appearance is also suggestive of a postop seroma. (B)(6) 2008 the patient presented for the follow up due to pain. Patient complained of back pain, leg pain and numbness in the foot. X-rays of the lumbar spine showed good position of instrumentation. Bone graft appeared to be consolidating in the lateral gutters. (B)(6) 2008 the patient underwent x-ray of chest. (B)(6) 2009 the patient underwent lexiscan myocardial perfusion scan. Impression: negative lexiscan. Normal left ventricular function. (B)(6) 2009 the patient presented for the follow up of l4-5, l5-s1 laminectomy and fusion. X-rays of lumbar spine showed good position of instrumentation. Bone grafting was noted in the lateral gutters. Some mild lucency around the s1 screws. (B)(6) 2009 the patient underwent x-ray of ankle 3 views.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2000, patient underwent x-ray of right knee. Impression: negative right knee. On (B)(6) 2001, patient underwent x-ray of right knee. Impression: mild soft tissue swelling. On (B)(6) 2002, patient underwent x-ray of pelvis. Impression: 4cm lucent lesion with well defined margins in the right femoral neck. This could be further evaluated by MRI if clinically indicated. Patient underwent x-ray of chest. Impression: negative chest. On (B)(6) 2003, patient underwent x-ray of right knee. Impression: mild tibiofemoral joint space narrowing. Otherwise negative right knee. On (B)(6) 2004, patient underwent x-ray of right knee. Impression: negative right knee. On (B)(6) 2005, patient underwent x-ray of lumbar spine. Impression: no acute process or significant degenerative change; finding compatible with prior l5 laminectomy. On (B)(6) 2007, patient underwent screening mammogram. On (B)(6) 2008, patient presented with chief complaint of chronic back pain. On (B)(6) 2008 the patient presented for the follow up of l4-5, l5-s1 laminectomy and fusion. On (B)(6) 2008 the patient was presented for office visit with low back pain, leg pain and foot pain. Assessments: lumbar post laminectomy; lumbar radiculopathy; muscle spasms. On (B)(6) 2008 the patient was presented for office visit with low back pain. Assessments: lumbar post laminectomy. On (B)(6) 2008, (B)(6) 2009 the patient was presented for office visit with low back pain, buttocks pain, leg pain and foot pain. Impressions: lumbar post laminectomy; muscle spasms. On (B)(6) 2009 the patient was presented for office visit with hip pain, leg pain, low back pain and mid back pain. Assessments: lumbar post laminectomy; muscle spasms; opioid-induced bowel dysfunction; disuse atrophy of muscles. On (B)(6) 2009 the patient was presented for office visit with low back pain, leg pain and foot pain. Assessments: lumbar post- laminectomy; lumbar radiculopathy; muscle spasms; opioid-induced bowel dysfunction. On (B)(6) 2009, (B)(6) 2010 the patient was presented for office visit with low back pain, hip pain, leg pain. Assessments: lumbar post laminectomy; lumbar radiculopathy; muscle spasms. On (B)(6) 2010 the patient was presented for office visit with low back pain and leg pain. Assessments: lumbar post laminectomy; lumbar radiculopathy; muscle spasms; opioid- induced bowel dysfunction. On (B)(6) 2010, patient presented with chief complaint of insect bite. On (B)(6) 2010 the patient was presented for office visit with low back pain and leg pain. Assessments: lumbar post laminectomy; muscle spasms; lumbar radiculopathy. On (B)(6) 2010 the patient was presented for office visit with diagnosis: difficulty in walking and lumbago. On (B)(6) 2012 the patient underwent CT scan of the chest. Impressions: emphysema and 6mm right lower lobe and 5mm right middle lobe pulmonary nodules. Groundglass opacities throughout especially in the right lower lobe. On (B)(6) 2013 the patient underwent x rays of the chest due to chest pain and hypertension. Impressions: frontal upright portable radiograph of the chest. No complication was reported. The patient was also presented for office visit with chest pain.

Event description:
It was reported that the patient underwent a spinal fusion surgery on the lumbar region of her spine from l4-s1 using rhbmp-2/acs. Reportedly, the patient's post-operative period has been marked by increasingly severe pain in her legs and nerve injury. It was reported that the patient continues to experience radiating pain to the legs, nerve injury, numbness in both legs, and constant lower back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient had low back pain with left leg pain, weakness, numbness. Patient also had bilateral foot numbness. Symptoms got worsened since surgery on (B)(6) 2008: the patient presented for leg pain and low back pain. On (B)(6) 2009: the patient presented for low back pain. On (B)(6) 2009 the patient underwent MRI of the lumbar spine. Impression: the degree of central spinal stenosis at l5-s1 was noted and anterolisthesis of l5 on s1.there is slight tethering of a few of the posterior spinal nerve roots at the l4 level and a partially empty sac sign. There is no significant enhancements of the nerve roots at this level and this suggests the sequel of burnt out or remote arachnoiditis. No convincing evidence for active arachnoiditis. Mild adhesions suspected at this level. No significant interval change from prior study dated (B)(6) 2008. On (B)(6) 2009: patient presented with following MRI impression: degenerative disc disease, status post compression and fusion. L4-s1; probable postoperative arachnoiditis with epidural fibrosis and residual radiculopathy. On (B)(6) 2011, patient presented for office visit for chronic headache, left eye red since last week and back pain. On (B)(6) 2011, patient presented for office visit due to dry cough for three weeks. On (B)(6) 2011, patient presented for follow-up on pneumonia. On (B)(6) 2011, patient presented for office visit due to pneumonia. On (B)(6) 2011, (B)(6) 2012, patient presented for follow-up visit. On (B)(6) 2012, patient presented for office visit for bronchitis. On (B)(6) 2012, patient presented for office visit. Patient reported intermittent swelling in feet and occasional dizziness while standing. On (B)(6) 2012, patient presented for office visit. Assessment: chest pain; solitary pulmonary nodule. On (B)(6) 2012, patient presented for office visit for cough and chest congestion. Patient reported worsening chronic back pain. On (B)(6) 2012, patient presented for office visit. Patient reported left knee pain and worsening pain in back and legs. On (B)(6) 2012, patient presented for office visit. Patient reported worsening chronic back pain. On (B)(6) 2012, patient presented for follow-up on chest congestion. On (B)(6) 2013, patient presented for office visit. On (B)(6) 2014 the patient underwent MRI of lumbar spine. On (B)(6) 2014 the patient underwent radiology exam of lumbar spine with and without contrast. Impression: status post l5-s1 operative intervention. No recurrent/residual protrusion, though l4-l5 osteophyte complex causes moderate right exit crowding of l4. Recess scar at both levels may affect l5s and right greater than left s1s; the l3-4 disc bulge is slightly more prominent than on the prior exam, without change in stenotic effect. L2-3 left foraminal disc bulge is also more prominent with new slight deflection of left l2. No other significant interval change. On (B)(6) 2014, patient presented for follow-up on low back pain and for medication refill. On (B)(6) 2014, patient presented for follow-up on cough and chest congestion. Patient had chronic back pain since 2008. On (B)(6) 2014, patient presented for office visit due to cough. On (B)(6) 2015, patient presented for follow-up on hypertension, hyperlipidemia, lumbar disc disease with radiculopathy and copd. Patient reported pain from radiculopathy and neuropathy. On (B)(6) 2015, patient presented for office visit due to bronchitis. On (B)(6) 2015: the patient presented for chief complaint of constant pain in lower back and left leg due to injury on job. Patient had no relief.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Per medical records, it was reported that on (B)(6) 2008 the patient MRI of the lumbar spine with and without contrast. Impression: unilateral pars intra-articularis defect on the left at l5 with minimal grade I anterior spondylolisthesis l5 on sl. Left posterior focal disc extrusion at l4-l5 and right posterior. On (B)(6) 2008 the patient presented with low back pain and bilateral leg pain. On (B)(6) 2008 the patient admitted to hospital. On (B)(6) 2008 the patient underwent the surgery. Preoperative diagnosis: l4-l5 and l5-s1 degenerative disc disease with disc herniation and l5-s1 spondylolisthesis.the patient underwent the following operations: l4-l5 and l5-s1 decompressive laminectomies bilaterally. L4-l5 and l5-s1 posterior lateral spinal fusion bilaterally. L4-l5 and l5-sl interbody fusion using a transforaminal approach. Pedicle screw instrumentation at l4-l5 and l5-s1, bilaterally with globus revere pedicle screw system. Use of interbody fusion cages using the revere oblique cage. Autologous local bone graft plus allograft cancellous chips. Use of vitoss bone graft substitute and rhbmp-2. Per op notes: autologous bone graft which had been obtained from the spinous processes and the lamina and had been cleaned and morselized, this was now mixed with the vitoss bone graft substitute. It was packed into the anterior aspect of the disc space. A piece of rhbmp-2 soaked sponge was also used. This was followed by an oblique fusion cage which was packed with vitoss bone graft substitute. Autologous bone graft which had been mixed with vitoss bone graft substitute was used to pack in the lateral gutters over the decorticated transverse processes. A sheet of rhbmp-2 was placed first and then packed with the bone graft. This was done bilaterally. On (B)(6) 2008 the patient underwent x-rays of lumbar sacral spine. Impression pedicle screw fixation from l4 through s1 with disc spacers. On (B)(6) 2008 the patient presented for the follow up of l4-5, l5-s1 laminectomy and fusion. Patient complained of leg pain. X-rays of lumbar spine ap & lateral showed good position of her pedicle screw instrumentation and bone grafting at l4-5 and l5-si.interbody spacer were in good position. On (B)(6) 2008 the patient presented for follow up. She complained of leg pain. MRI of the lumbar spine appeared to be consistent with any type of infection or abscess. On (B)(6) 2008 patient complained of some pain in back of her leg radiating down the leg. On (B)(6) 2008 the patient presented for refill of pain med. On (B)(6) 2008 the patient presented for follow up. Patient complained of recurring back and leg pain. X-rays of the lumbar spine showed good position of instrumentation. Bone graft appeared to be consolidating in the lateral gutters. On (B)(6) 2008. The patient was hospitalized due to lower back pain. Patient discharged on (B)(6) 2008. On (B)(6) 2008 the patient presented for the follow up of l4-5, l5-s1 laminectomy and fusion. On (B)(6) 2008 the patient presented for the follow up due to pain. Patient complained of back pain, leg pain and numbness in the foot. On (B)(6) 2008 the patient complained of swollen back and having pain. On (B)(6) 2008 the patient underwent the MRI of the lumbar spine. Impression: postoperative and degenerative changes., findings at the l4-5 and l5-s1 disc with minimal increased signal and slight enhancement .contact of exiting nerves most pronounced l4-5 and l5-s1. Possible impingement at the exiting left nerve at l5-s1. On (B)(6) 2008 the patient presented for an office visit. MRI scan showed some epidural fibrosis posteriorly at the l5-s1 level. The patient complained of some numbness in leg. On (B)(6) 2009 the patient presented for the follow up of l4-5, l5-s1 laminectomy and fusion. Patient complained of back pain. On (B)(6) 2009 the patient underwent lexiscan myocardial perfusion scan. On (B)(6) 2009 the patient presented for the follow up of l4-5, l5-s1 laminectomy and fusion. Patient complained of soreness in lower back. X-rays showed instrumentation in good position along with interbody cages. Consolidating bone graft was noted in both the lateral gutters. On (B)(6) 2009 the patient presented for the follow up of l4-5, l5-s1 laminectomy and fusion. X-rays of lumbar spine showed good position of instrumentation. Bone grafting was noted in the lateral gutters. On (B)(6) 2009 the patient complained of numbness in both feet. On (B)(6) 2009 the patient underwent MRI of the lumbar spine. Impression: the degree of central spinal stenosis at l5-s1 was noted and anterolisthesis of l5 on s1.there is slight tethering of a few of the posterior spinal nerve roots at the l4 level. On (B)(6) 2009 patient presented for an office visit due to swelling in her ankles and of back pain. MRI showed residual stenosis at 5-1 although that had improved. Epidural fibrosis posteriorly at canal level, mild clumping of the nerve at 4-5 which had indicated some arachnoiditis. On (B)(6) 2009 the patient presented for office visit due to lower back pain. X-rays revealed the mild lucency around the screws at s1. On (B)(6) 2009 the patient underwent MRI of spine lumbar. On (B)(6) 2009: the patient presented with lower back pain. On (B)(6) 2009 the patient presented for an office visit. X-rays revealed pedicle screws were intact l4 to s1. On (B)(6) 2009 the patient underwent MRI of lumbar spine without and with intravenous contrast. Impression: overall similar appearance to the lumbar spine other than maturation of epidural fibrosis, postsurgical changes, and endplate changes at l4-l5 and l5-s1. Non recurrent disc herniation or significant stenosis at these levels and no stenosis in the upper lumbar spine through the l3-l4 level. On (B)(6) 2009 the patient presented for follow up due to back pain. Patient complained of back pain and numbness in feet. On (B)(6) 2014 the patient underwent MRI of lumbar spine. Impression: status-post l5-s1 operative intervention. No recurrent/residual protrusion, though l4-5 osteophyte complex causes moderate right exit crowding of l4. Recess scar at both levels may affect l5s and right greater than left s1. The l3-4 disc bulge is slightly more prominent than on the prior exam, without change in stenotic effect. L2-3 left foraminal disc bulge is also more prominent with new slight deflection of left l2. No other significant interval change. On an unknown date, the patient was implanted with spinal cord stimulator. Since the infuse surgery, the patient has been suffering from: constant pain in lower back and left leg; the pain is more severe than before the rhblp-2 surgery; radiating pain to legs; neck pain; numbness and tingling in both feet; numbness and tingling in left leg; nerve injury; disc bulge; stenosis; foraminal narrowing; spondyloslisthesis; bladder incontinence; bowel incontinence; constipation; localized edema; mental anguish. The patient also had difficulty walking any distance; extreme difficulty standing for any length of time

Event description:
It was reported that on (B)(6) 2004 the patient underwent x-ray of upright abdomen. Impression: scattered air fluid levels on the upright projections suggesting a mild generalized ileus. Otherwise remarkable abdomen. On (B)(6) 2008 the patient presented with chief complaint of back injury and back pain. The patient underwent x-ray of lumbar spine 2/3 views. Impression: no acute process identified, moderate spondylosis, grade 1 spondylolisthesis at the level l5-s1. On (B)(6) 2008 the patient was hospitalized due to lower back pain. Patient discharged on (B)(6) 2008. Assessment: post-op low back pain. The patient underwent MRI of lumbar spine w and w/o contrast. Impression: interval laminectomy and instrumentation of fixation l4-5 and l5-s1 since the previous examination of (B)(6) 2008. The l4-5 level has a typical postoperative appearance. The l5-s1 level exhibits fairly significant epidural enhancement and some enhancement of the right posterior lateral margin of the operative disc space. In addition, a posterior epidural rim-enhancing fluid collection is present, with a slight mass effect along the posterior aspect of the thecal sac. Patient presented with chief complaint of chronic back pain. Patient underwent x-ray of left great toe. Impression: comminuted fracture of the distal phalanx of the great toe. Patient underwent x-ray of chest. Impression: negative chest. On (B)(6) 2008 patient presented with chief complaint of cough, sinus pain, chills and runny nose. The patient underwent x-ray of chest. Impression: mild interstitial pulmonary edema. On (B)(6) 2009 patient presented with complaints of back pain. Patient reported moderate pain left mid, mid, left lower and lower lumbar spine which radiates to left hip, thigh, knee, calf and foot. On (B)(6) 2009 patient presented with injury to left ankle which happened three days ago. Patient reported moderate pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2013: patient presented for an office visit. Assessment: benign, hypertension; acute bronchitis; copd; other and unspecified hyperlipidemia; lumbar disc disease; edema; lumbar radiculopathy; other screening mammogram. On (B)(6) 2015: patient presented with left ear-pressure/ unable to hear out of that ear. Assessment: middle ear effusion; lumbar disc disease. On (B)(6) 2015: patient presented for a follow up visit and complained of having chronic pain down left leg from lumbar disc. Assessment: essential hypertension; other hyperlipidemia; chronic lumbar radiculopathy; chronic obstructive pulmonary disease (copd); lumbar disc disease, influenza vaccine needed. On (B)(6) 2015: patient presented for an eval and follow-up face to face for power wheelchair. Assessment: essential hypertension; other hyperlipidemia; chronic lumbar radiculopathy; chronic obstructive pulmonary disease (copd); lumbar disc disease. On (B)(6) 2016: patient presented for a follow up of hypertension, chronic lumbar radiculopathy, lumbar disc disease, hyperlipidemia, copd, lower extremity edema. Assessment: essential hypertension; other hyperlipidemia; chronic lumbar radiculopathy; chronic obstructive pulmonary disease (copd). On (B)(6) 2016: patient presented with complaint of nosebleed and recent headache. Assessment: gerd; epistaxis; acute headache; encounter for screening mammogram for malignant neoplasm of breast. On (B)(6) 2016: patient underwent CT of head without contrast. Impression: no mass or hemorrhage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1996, (B)(6) 2005 the patient presented with chief complaint of low back and left leg pain. (B)(6) 1996 the patient presented with chief complaint of chest pain. (B)(6) 1996 the patient presented with chief complaint of right lower stomach pain. 09 (B)(6) 1997 the patient presented with chief complaint of low abdomen pain. (B)(6) 1998 the patient presented with chief complaint unable to urinate. (B)(6) 2000 the patient presented with chief complaint of right knee swollen and painful. (B)(6) 2000 the patient presented with chief complaint of headache, body aches, chest aches. (B)(6) 2001 the patient presented with knee pain. (B)(6) 2001 the patient presented for recheck of right knee. (B)(6) 2002 the patient presented with right side facial swelling. (B)(6) 2002 the patient presented with right facial abscess to odontogenic infection. The patient underwent incision and drainage of right canine space and extraction of tooth. (B)(6) 2002 the patient presented with chief complaint of low back pain and bilateral leg pain. (B)(6) 2003 the patient presented with chief complaint of right knee pain. (B)(6) 2004 the patient presented with chief complaint of flu symptom. (B)(6) 2004 the patient presented with chief complaint of vomiting, diarrhea and pain in abdomen. She had physical examination including eent , neck , respiratory system. The patient underwent x-ray of upright abdomen. (B)(6) 2004 the patient presented for follow up of the pain in lower back (B)(6) 2005 the patient was presented for office visit with low back pain. The patient underwent ua, basic metabolic panel and radiology examination of lumbar spine. Impressions: herniated disc l4-5. (B)(6) 2005 the patient was presented for office visit with back pain, and foot numbness. (B)(6) 2005, the patient was presented for office visit with back pain, sciatia and foot numbness. Patient also underwent x-rays of the lumbar spine. Impressions: spot lateral show spinal bifida at l5. She had some disc space narrowing at l5-s1 and may have mild spondylolisthesis at l5-s1. Assessments: lumbar radiculopathy on right. (B)(6) 2005 the patient was presented for office visit with leg, foot and low back pain. (B)(6) 2005 the patient underwent MRI of spine -lumbar due to low back pain radiating to the left lower extremity. Impression: 1. Grade 1 spondylolisthesis at the l5-s1 without significant central canal or neural foraminal stenosis.2. Left paracentral disc protrusion at the l4-5 level without significant central canal stenosis. (B)(6) 2005 the patient presented with chief complaint of low back pain, left hip and leg numbness in foot. (B)(6) 2005 the patient presented for follow up of lower back pain. MRI revealed degenerative disc disease at l4-l5 and l5-s1 with grade 1 spondylolisthesis at l5-s1 level. There was disc protrusion at the l4-5 level. There was significant central canal or neural foraminal stenosis. (B)(6) 2005 the patient presented for surgical history and physical examination. (B)(6) 2005 the patient presented for an office visit with chief complaint of low back pain and pain radiating down into the left leg. (B)(6) 2005 the patient underwent chest examination. Impression: no evidence of active cardiopulmonary disease. (B)(6) 2005 patient presented for an office visit with chief complaint of low back pain and left leg pain. (B)(6) 2005 the patient called and complained of pain. (B)(6) 2005 the patient presented for an office visit with chief complaint of pain. (B)(6) 2005 the patient presented with chief complaint of back pain. (B)(6) 2005 the patient presented for the follow up. The patient was treated in the emergency department. (B)(6) 2005 the patient presented for evaluation of his low back pain. (B)(6) 2006 the patient was presented for office visit with chronic back pain and numbness to right foot associated with leg pains. (B)(6) 2006 the patient presented for the follow up. The patient was treated in the emergency department. (B)(6) 2006 the patient underwent x-rays of spine lumbar due to back injury and foot numbness.1. Anterior spondylolisthesis l5 and s1 with associated degenerative disc disease.2. Suspect bilateral pars defect and questionable prior surgery. (B)(6) 2006 <(>&<)> (B)(6) 2006 the patient was presented for office visit with back pain, sciatia, and foot numbness. Impressions: lower back pain, hip pain, numbness and perhaps sciatia symptoms. (B)(6) 2006 the patient was presented for office visit with low back pain and left leg pain. (B)(6) 2007 the patient underwent MRI of lumbar spine due to low back pain. Conclusion: 1. Mild to moderate lumbar spondylosis 2. Minimal anterolisthesis at l5-s1. 3. No significant interval changed when compared to the prior study in 2006. (B)(6) 2007 the patient presented for an office visit with chief complaint of back pain and left leg to foot pain. (B)(6) 2007 the patient presented with chief complaint of lower back pain and left leg pain. (B)(6) 2007 the patient presented for an office visit with chief complaint of low back pain and leg pain. Radiographs of lumbar showed l5-s1 spondylolisthesis with disc space narrowing and disc space narrowing at l4-l5. (B)(6) 2007 the patient underwent MRI of the lumbar spine without contrast due to low back pain. Impression: mild multilevel degenerative changed most prominent at l4-l5 and l5-s1. (B)(6) 2007 the patient presented with lower back pain and leg pain. (B)(6) 2007, (B)(6) 2008 the patient presented for refill of her meds. (B)(6) 2008 the patient called for refill of her pain medicine. (B)(6) 2008 the patient presented for an office visit. Patient requested of flexeril and dilaudid. (B)(6) 2008 the patient presented with her lower back pain. (B)(6) 2008 the patient presented for follow up. (B)(6) 2008 the patient called for refill of dilaudid. (B)(6) 2008 the patient called for refill of her pain medicine. (B)(6) 2008 the patient admitted to hospital with final diagnosis of l4-l5 and l5-s1 disk herniation with l5-s1 spondylolisthesis. (B)(6) 2008 the patient presented for an office visit. Patient was admitted to the hospital on (B)(6) and was discharged on (B)(6) . (B)(6) 2008 the patient called for refill of valium. (B)(6) 2008 the patient underwent preoperative evaluation of chest for lumbar disc disease. Impression: non specified mild cardiomegaley. (B)(6) 2008 the patient presented for an office visit for pre-op history and physical examination. (B)(6) 2012 the patient underwent x-rays of lumbar spine. Impression: post-op changed involving l4-l5 and l5-s1 associated with grade 1 anterolisthesis of l5-s1. (B)(6) 2013 the patient presented with chief complaint of lower back pain, chronic ; left leg pain and paresthesias; right foot paresthesias. X-rays were taken on that day demonstrated bilateral pedicle screws at l4-5 and l5-s1 with rods that appeared to intact. There were interbody fusion cages at l4-5 and l5-s1. MRI suggested of l3-l4 facet joint disease. Impression: chronic low back pain, chronic left leg paresthesias; previous l4-l5 and l5-s1 fusion (B)(6) 2013 the patient presented with diagnosis of lumbar spondylosis, postlaminect synd-lumbar. (B)(6) 2014 the patient presented with chief complaint of lower back problem. (B)(6) 2014 the patient presented with chief complaint of pain in lumbar spine. (B)(6) 2014 the patient presented with chief complaint of chronic pain syndrome. (B)(6) 2014 the patient presented with chief complaint of lower back pain. (B)(6) 2015 the patient underwent MRI of lumbar spine due to degenerative disc degeneration, herniated. (B)(6) 2015 the patient underwent CT of lumbar spine without contrast. Impression: 1. Status lower lumbar operative intervention, without mechanical or osseous failure. Left l3 and s1 screw tip placements. No significant osseous stenosis of the operative levels. Smudging of l4-5 recess fat. 2. Mild spondylosis above the fusion, most evident at l3-4, no severe stenosis suggested.3. Accounting for intermodality difference, no significant changed since prior exam. 4. 18 mm left retroperitoneal cyst adjacent to psoas muscle, significance uncertain. (B)(6) 2015 the patient presented with chief complaint of pain in lumbar spine, chronic pain syndrome. (B)(6) 2015 the patient presented with preoperative diagnosis of chronic pain syndrome, lumbar radiculopathy, lumbar degenerative disc disease, lumbar spondylosis, spine laminectomy. The patient underwent following operation: percutaneous spinal stimulator/ lead placement under fluoroscopy. (B)(6) 2015 the patient presented with chief complaint of chronic pain syndrome. X-rays of thoracic spine showed no fracture, no dislocation, and joint spaces well preserved. (B)(6) 2015 the patient presented with chief complaint of pain in lumbar spine, lumbosacral radiculitis, chronic pain syndrome. (B)(6) 2015 the patient presented with chief complaint of lower back problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.